Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and the pump experienced an undefined vibration issue. Additionally, it was reported that the pump shut off unexpectedly and that the pump history was missing data despite being in use. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 218 mg/dl.